Event description:
A suspected overdischarge was reported. The pt had not recharged in a couple of months. It was also reported that the recharger wasn't charging; it was suspected the connector pin was bent. Add'l info rec'd reported that the stimulator was brought out of overdischarge after one physician mode recharge. The pt was getting stimulation as she had before the overdischarge. It was noted that the pt was scheduled for a revision surgery due to lead migration. No pt outcome was reported. Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B) (4)